Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer is unable to troubleshoot because he change both. The costumer continue the no delivery event that started last night. The customer reported that he had no delivery alarm during manual prime. Customer's blood glucose was 284 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we request that they change the set and/or reservoir. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated that the pump did not alarm no delivery. The customer was advised that the device is working as designed.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out of the catheter tip. No occlusion was noted.